Manufacturer narrative:
H6: the cori console p/n rob10024 (B)(6) used for treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A performance evaluation was run and the test passed. A case was completed without any issues. The console functions as intended without any connection issues. The case files were downloaded from the device and provided for investigation. The naviosystem.logs were reviewed and could not confirm the reported "internal error" message. Further review of the log files and screenshots found the handpiece failing to calibrate and had received the calibration verification error three times. This error could be due to an incorrect bur installation, bur tip not fully inserted in the point probe, or an internal robotic drill malfunction. After the third calibration verification error, the user went through the connection and setup workflow and received the robotic drill cable disconnected error, the reported internal error was not confirmed. If there was an internal error, it would not have been captured in the screenshots, but documented in the naviosystem.log where it was not found. The logs also show that the system had exited normally with no exception that would have thrown an internal error. Unless the reported ¿internal error¿ was meant to be the ¿robotic drill cable disconnected¿ error, the internal error could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.

Manufacturer narrative:
The cori console p/n rob10024 (B)(6) used for treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A performance evaluation was run and the test passed. A case was completed without any issues. The console functions as intended without any connection issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.

Event description:
It was reported that when they attempted to calibrate the handpiece before a cori lab, it would not allow to proceed through calibration ((B)(4)). They attempted to remove and reinsert the mill 4 times, but they received internal errors ((B)(4)). Finally, they quit the case and swapped drills. They were able to proceed through the uka without issues. Delay reported was fewer than 30 minutes. No patient was involved.